Manufacturer narrative:
Date of event: exact date unknown, event occurred a few weeks ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing low back pain. Reprogramming was attempted and was successful. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.